Manufacturer narrative:
At this time no conclusion can be made to what extent the device may have caused or contributed to the reported event. A manufacturing review was conducted which found that the device provided was manufactured to specification. While it is alleged that the patient experienced infection, there is no information provided at this time that the infection is associated to the flat mesh. However, in regards to the allegations of infection the warning section of the IFU states "if an infection develops, treat the infection aggressively. The prosthesis may not have to be removed. An unresolved infection, however, may require removal of the prosthesis.¿ should additional information be provided, a supplemental emdr will be submitted. Not returned to manufacturer.

Event description:
The following is based on a review of medical records and the attorney's legal claim: on (B)(6) 2006 the patient was diagnosed with cystocele, rectocele, enterocele and underwent an abdominal sacrocolpopexy, halbans culdo plasty, anterior/posterior and enterocele repair, cystoscopy and bilateral salpingo-oophorectomy with implant of a flat mesh. As noted in the medical records provided, the patient underwent an unspecified "bladder lift" due to incontinence. There are no details specific to the second bladder lift. On (B)(6) 2016 the patient complained of abdominal cramping and soreness during an md visit. Urine cultures revealed a uti positive for klebsiella bacteria. Patient reported that the incontinence was not completely resolved. On (B)(6) 2016 the patient had an md office visit in follow up to the uti. As reported, this resolved with antibiotic treatment and urine cultures were negative.